Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of a high drain error 113 (night drain #13). The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 113 (night drain #13) alarm was identified in the log (includes any standard mode therapy where the patient drain volume exceeds 200% of the maximum prescribed cycle fill volume). The alarm occurred on (B)(6) 2013 at 11:30:56. No additional information is available.